Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retunred.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 320-321 mg/dl. Prior to the report with tandem technical support, the customer disconnected from the site and confirmed via a fill tubing that insulin was dripping from the tubing. Customer reconnect and resumed insulin delivery, therefore, no troubleshooting could be performed by tandem technical support to determine a root cause.